Event description:
A hosp nurse/manager reported that the loop at the tip of a disposable electrode broke off during a hysterectomy procedure. Approximately 1/3 of the loop was retrieved from the submucosa myoma specimen previously resected. Post operatively, there were no complications.